Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation, the electrode belt failed incoming functionality testing. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node (dn) pca. Additionally, the cable connecting the dn to the rear therapy electrodes was pulled from strain relief, breaking the solder joint connecting the rear pulse and gel fire wires to the dn pca. The root cause for the strained cables was excessive force. No adverse events resulted from the device malfunction.

Event description:
During investigation of an unrelated problem, an electrode belt failed incoming functionality testing.